Event description:
The complainant has reported that a pt underwent a therapeutic colonoscopy procedure for treatment. The resolution clip device detached from the catheter (misfired) prior to grasping tissue at the bleed site due to manipulation of the device. It was allowed to pass via a normal peristalsis. The procedure was successfully completed with another of the same device. The pt did not sustain any reported complications or ill effect as a result of the deployment issue.

Manufacturer narrative:
This device has been received by this MFR, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintanance procedures.